Event description:
Additional information received indicates that another red alert was detected for this system which exhibited high out of range shocking lead impedance. The physician is aware of this issue and a defibrillation threshold (dft) test will be performed in over a period of time. Available records indicate this system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) which was detected via the patient remote monitoring system. Additional information indicated that the cause of high shocking impedance was not conclusively determined. Commanded shock was not performed for this patient. X-ray was ordered and the lead looked good. The system will continue to be monitored via patient remote monitoring system with the course of action yet to be identified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating the pocket was reopened and the df-1 terminal pin was found to be loose in the device header. The terminal pin was reconnected in the device and the high out of range shock impedance measurements were resolved. Subsequently, oversensed noise on the rate/sense portion of the lead was observed resulting in inappropriate anti-tachycardia pacing (atp) and shocks. High out of range pacing impedance measurements were also observed. Boston scientific technical services (ts) the is-1 connection and provided troubleshooting options. An additional procedure was being planned to revise the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available, this report will be updated.